Event description:
It was reported that balloon burst occurred. The moderately stenosed target lesion was located in the moderately tortuous and moderately calcified stoma site. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, during several inflations at less working pressure for few seconds, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The moderately stenosed target lesion was located in the moderately tortuous and moderately calcified stoma site. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, during several inflations at less working pressure for few seconds, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 28 mm in length and extended from a position 3mm distal of the proximal markerband to 9mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.